Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the balloon did not insert through the sheath. The sheath was removed and a second insertion kit opened. The same balloon would not go through the second sheath. The second sheath was removed and a third insertion kit was opened. The same balloon was successfully inserted through the third sheath. There was no reported injury to the patient. This report is for the second sheath used.

Manufacturer narrative:
The product was returned with the sheath dilator inserted through the sheath only, the catheter was not returned for evaluation. There was no visible blood on the device. A laboratory insertion test was unable to be performed due to the returned condition of the device. A leak test was unable to be performed due to the returned condition of the device. We are unable to confirm the reported difficulty during insertion because of the returned condition of the device. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the balloon did not insert through the sheath. The sheath was removed and a second insertion kit opened. The same balloon would not go through the second sheath. The second sheath was removed and a third insertion kit was opened. The same balloon was successfully inserted through the third sheath. There was no reported injury to the patient. This report is for the second sheath used.